Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. Additional information was obtained via follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had contacted ts to troubleshoot an ¿m31 air detected in cassette¿ alarm that occurred in drain 3 of 5 during their treatment, prior to discovery of the fluid leak. The patient reportedly saw fluid leak out of the cassette door when it was opened to remove the cycler set. There was no reported damage found on the cassette and the cause of the leak was unknown. The pdrn stated the patient did not complete their treatment. The patient performed a manual drain after removing the supplies. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics. The patient was given keflex 250 mg tablets, to be taken three times a day for three days. Cultures taken before and after the antibiotic course confirmed the patient did not develop peritonitis. The patient received their replacement cycler and was continuing pd therapy on the machine without further issue or reoccurrence of the events. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.